Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient underwent primary breast augmentation with 200cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via ultrasound. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
On november 15, 2024, the mentor failure analysis lab received the device for evaluation. On november 19, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 4.0 cm. Additionally, siltex cracking was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 1, 2024, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown and late onset seroma in addition to right side rupture. Event description has been updated under field b5 on this form accordingly. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade unknown, and a late seroma manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old female patient who underwent breast implant surgery with mentor medical devices (gel siltex mod-rnd 200cc, date of implant (B)(6) 2010) has experienced breast implant rupture on the right side. It was also reported that the patient developed capsular contracture; baker grade unknown, and a late seroma in the right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2024.